Event description:
It was reported that during the procedure in the distal dorsalis pedis artery, the 1.5 x 40 armada dilatation catheter was advanced into the patient anatomy and to the target lesion. An attempt was made to inflate the dilatation catheter balloon; however, the balloon would not inflate. Contrast was noted to be coming out the guide wire exit port. The device was removed from the patient anatomy without resistance. A non-abbott dilatation catheter was then used to complete dilatation. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported shaft leak was unable to be confirmed; however, during functional testing fluid was observed coming out from the hub. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.